Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer recently did an update to their alaris infusion pumps. After the update, their "iot medical device visibility tool" was still showing the alaris pumps as having some "high risk vulnerabilities." The customer stated that looks like they have "311" of the 8015 pc units. The customer also reported that these are the vulnerabilities that "medigate" has associated with them. The customer then asked the manufacturer to let them know whether the two marked ¿potentially relevant¿ are actually relevant, and then if there is a patch available for urgent/11 and what next steps would be. Bd technical support has provided assistance to the customer and per initial assessment, "since the devices are on the recent firmware and should be have been addressed." Bd product security team was made aware and currently evaluating and validating appropriate measures for the product. There was no patient involvement and there were no reports of actual product security indent.